Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood and contrast in the lumen. Microscopic inspection revealed a longitudinal tear, 12mm in length and tactile inspection of the shaft revealed numerous kinks in the hypotube. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified internal carotid artery (ica). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was for dilatation and was initially inflated. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the device was replaced with a small peripheral cutting balloon (spcb). The procedure was completed with implantation of a carotid wallstent. No patient complications were reported and the patient's status was good.